Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an infection, and the stimulator was removed. The leads were left implanted. About 2 months later the patient had surgery to implant a new stimulator and it was realized the leads had been affected by the infection. Some of the insulation had come away on the leads due to the infectious process. The impedances were measured on the leads and the results showed the impedances were >4000 ohms. Additional information has been requested, a follow-up report will be sent if additional information becomes available.